Manufacturer narrative:
H6: investigation summary: no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.

Event description:
It was reported that 5 bd nano¿ pro ultra-fine¿ pen needles were clogged during use. The following information was provided by the initial reporter: "found 5 pen needles clogged within this box.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 5 bd nano¿ pro ultra-fine¿ pen needles were clogged during use. The following information was provided by the initial reporter: "found 5 pen needles clogged within this box.."